Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo coronary lesion with mild tortuosity and heavy calcification in the mid right coronary artery (rca). While performing angioplasty with the 3.5 x 33 mm xience prime, due to the heavily calcified patient anatomy they were not able to cross the lesion. After the failed attempt to cross the lesion, the stent delivery system was being retracted without resistance when the distal shaft separated in two pieces. The stent delivery system (sds) was outside the anatomy and the distal shaft separation occurred outside the patient body; therefore, there was no required intervention to retrieve the separated distal segment of the shaft. Another 3.5 x 33 mm xience xpedition was then used and they were able to cross lesion successfully. Patient is doing fine. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.